Manufacturer narrative:
Investigation is not required as the customer did not provide lot numbers and expiration dates of home tests. Customer has not responded to email sent on 02/22/2022 requesting this information.

Event description:
False positive result(s). Customer stated that she took two tests with positive test results. Took pcr test next day and was negative. Two days later took another home test and had positive test results. Had rapid test and pcr at doctors office and both were negative.